Manufacturer narrative:
Eval, method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. It was reported that the devices were deployed with no issue. When the physician reportedly retracted the gore dryseal sheath to perform final angiography, the pt's left iliac artery ruptured. It was reportedly determined that the sheath compressed while in the iliac artery, creating a channel that formed a sharp edge at the radiopaque marker. As reported, the sharp edge at the radiopaque marker subsequently tore the iliac artery. Add'l gore excluder aaa endoprostheses were reportedly implanted to extend past the hypogastric artery and ruptured area, and the pt received 2 units of blood. Final angiography showed resolution of the rupture, and the pt tolerated the procedure.